Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aenurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient had moderately diseased, moderately tortuous, and calcified arteries. It was reported nine days post procedure , the patient returned to the hospital numbness in his left leg. The CT demonstrated that there is thrombus in the left limb. The cause of the thrombosis may have been caused by the placement of the aortic cuff. It was placed lower then intended and may have partially obstructed the blood flow to the left side or the physician stated this was likely due to the patients moderately tortuous and moderately calcified iliac arteries. The physician elected to convert the stent graft to a uni-iliac and perform a femoral-femoral bypass.